Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.2 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with sinus infection, urinary tract infection (uti) and hyperglycemia. The patient's blood glucose levels reached 457 mg/dl while wearing the pod longer than 48 hours. The patient was treated with 10 units of insulin and was given electrolytes. The patient was discharged 7 hours later.